Event description:
An anonymous consumer posted on twitter stating, 'I will say intelliswab was my only false positive with throat and nose swab- some other folks have also had this experience. May be worth checking with pcr or at least another brand of rapid?' Refer to the attached twitter comment. Oti marketing department replied to the consumer's twitter comment advising they email oti so we can reach out to them directly for additional information. As stated in the inteliswab covid-19 rapid test IFU, 'important: swabbing the nostrils is critical for obtaining an accurate result. If you do not swab your nose, the device will produce a false negative result.'

Event description:
An anonymous consumer posted on twitter stating, 'I will say intelliswab was my only false positive with throat and nose swab- some other folks have also had this experience. May be worth checking with pcr or at least another brand of rapid?' Refer to the attached twitter comment. Oti marketing department replied to the consumer's twitter comment advising they email oti so we can reach out to them directly for additional information. As stated in the inteliswab covid-19 rapid test IFU, 'important: swabbing the nostrils is critical for obtaining an accurate result. If you do not swab your nose, the device will produce a false negative result.'

Manufacturer narrative:
The consumer commented on twitter reporting false positive inteliswab test results only while using the device against the IFU. Oti marketing responded to the consumer's twitter comment advising them to email more information to (B)(4). The consumer has not provided a lot number or any additional information to date. No additional follow up is to be expected with this complaint and the incident will be closed internally.